Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03834. It was reported that a rotawire fracture occurred. The target lesion was located in the mildly tortuous and heavily calcified proximal left anterior descending artery (lad). A rotawire was used to treat the target lesion. During the procedure, a 1.25 burr was used and had 6 passes but with no improvement. It was then upsized to 1.50 burr and ablation was performed at 170,000 ¿ 180,000 rpm. After three passes, it was noted that the rotawire broke off. The whole burr system was removed and some flow in the lad was noted. The wire was attempted to be removed but was unable to. The broken portion of the wire was then left in the vessel. The patient was transferred to the operating room for left internal mammary artery to lad surgery and for wire removal. No further patient complications were reported and the patient¿s status was fine.